Manufacturer narrative:
(B)(4). Batch # t94a2x. See attached facility medwatch. Investigation summary the analysis results found that the el5ml device was received with the firing trigger jammed. The device was disassembled, and the ratchet pawl was found to be out of position, causing the device to be jammed. Twelve clips were found inside the clip track. No functional test was performed due the condition of the device. No conclusion could be reached as to what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
See attached user facility medwatch.